Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set-up of the cysto-nephro videoscope for an unspecified procedure, the coating on the distal end of camera was found to be peeled off and the inside was visible there was no patient involvement, and no harm was reported as a result of the event.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection where the reported reportable failure was not reproduced. Based on the results of the investigation, a root cause could not be identified. T should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.